Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient with an impella cp had an impella in ventricle alarm. The p-level was reduced to p2. Echocardiogram was done and the impella was pulled back 2.5 centimeters. Additionally, the patient had absent distal pulse via doppler. The physician ordered an arterial us study. The patient survived the procedure.

Manufacturer narrative:
Positioning issue occurred after about 5 hours of implantation and the pump was repositioned. Days later into support report more positioning alarms, but unknown other details such as if it was repositioned. Ischemia happened on the 2nd day & vf/pea happened a day before escalating to 5.5. Positioning: data review: data logs confirmed positioning alarms corresponded with clinical description that triggered alarms impella position in ventricle/aorta. No other issues were found on the logs. Product was not returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. Limb ischemia: limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: patients pre-morbid condition and peri-procedural condition, any concomitant medication, vascular size or variations thereof, detailed description of the symptoms experienced by the patient, physical examination findings, including pulse assessment and visual examination of the affected limb. Diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. Laboratory test results, including blood tests for markers of inflammation or clotting disorders. Any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension. Patient's response to previous treatments or interventions for vascular conditions. With a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Vf: cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. Timing of the arrythmia event in relation to impella support (during or post-implant). Electrocardiogram (EKG) recordings of the arrhythmia episodes. Evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. Assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. Presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. Response to any antiarrhythmic treatments or interventions during the event. Any documented device-related issues or complications during impella support. Evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. Review of any concomitant medications that may influence cardiac electrophysiology. With a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. The cause of the vt was unable to be determined due to insufficient clinical details. The failure mode vt/vf/at/af is used as a category for injuries including arrhythmia, asystole, bradycardia, cardiac arrest, heart block, paroxysmal atrial fibrillation, tachycardia, ventricular fibrillation, and ventricular premature complexes.

Manufacturer narrative:
B5 additional information was inadvertently omitted on the initial manufacturer device report 1220648-2025-28501. H6 health effect - clinical code and health effect - clinical codes were inadvertently omitted on the initial manufacturer device report 1220648-2025-28501.

Event description:
Additionally the patient experienced ventricular fibrillation/pulseless electrical activity (pea) arrest requiring reintubation and emergent venoarterial extracorporeal membrane oxygenation cannulation. Escalated to impella 5.5.